Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016, and was able to duplicate the issue that the customer reported. The fse verified all diluent and vacuum pathways were not occluded and determined that a return visit was necessary to further troubleshoot the issue. The fse returned twice to the site, and on (B)(4) 2016 replaced the hydrophilic filters fls4 and fls5 which resolved the leak. During the verification of the instrument, low vacuum errors were generated; therefore, the fse replaced the low vacuum sensor then performed a complete verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 1ml from the probe in a coulter ac·t diff analyzer during instrument startup. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.